Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/14/15 device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: no visible damage to keypad; all keypad buttons present with intermittent function; keypad removed; contamination present under all button contacts. Unrelated to the complaint there is a dim display with red charachter hue. Battery compartment cracks to the lateral side battery compartment lip to case seal and battery compartment lip to bumper. Returned battery cap threads stripped but was used for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.